Manufacturer narrative:
Date of event, relevant tests/laboratory data: dates are estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device is not returning for analysis. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a perclose device. Reportedly, after the knot was tightened, slight bleed back persisted. After the guidewire was removed, a jolt of blood came out of the access site. Then, the non-rail suture of was tightened completely. Five to ten minutes of manual arterial compression was added to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.